Event description:
It is reported that the universal oscillating saw attachment has rust on the bottom sides. Besides, it is noisy when running. There was no pt harm or delay reported.

Manufacturer narrative:
The product has not been received at the date of this report. A follow up medwatch will be submitted once the investigation is complete.